Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as tremors and loss of strength. Customer was unable to self-treat and required third-party treatment of "juice mixed with glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to user error. Therefore, issue is not confirmed to use due to damaged reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as tremors and loss of strength. Customer was unable to self-treat and required third-party treatment of "juice mixed with glucose". There was no report of death or permanent impairment associated with this event.